Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification was within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. Temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for dyspnea, fluid retention and fluid overload. The pdrn reported causality was attributed to the patient¿s utilization of solely 1.5% strength delflex solution, when the use of 4.25% strength delflex was prescribed and warranted. Subsequently the patient was dyspneic, retaining fluid and became fluid overloaded. Fluid overload is a common and often preventable process. Patient related factors, such as non-compliance, are significant contributing factors. Based on the information available, the patient¿s liberty select cycler is disassociated from the events, as there is no evidence indicating a deficiency or malfunction is associated with these events. Per the pdrn, the liberty select cycler was replaced as a precautionary measure following multiple ¿patient line is blocked alarms; however, further evaluation revealed there was a ¿closed clamp¿ on the cycler tubing which caused the alarm. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a cycler replacement. During the call the pdrn stated that the patient is in the hospital due to fluid retention. The nurse reported receiving a patient line is blocked soft alarm. Upon follow up, the pdrn confirmed the patient¿s hospitalization for dyspnea and subsequent diagnosis of fluid retention/overload. The pdrn reported the patient is prescribed 1.5%, 2.5% and 4.25% delflex solutions, however the patient was only utilizing the 1.5% which caused the fluid retention/overload. The patient was given 2 doses of lasix (dosage unknown) while hospitalized and underwent ccpd with 4.25% solution. The patient was evaluated, and retraining was performed at the outpatient dialysis center on (B)(6) 2019. The patient has recovered from the event and continues to perform ccpd therapy without any prescription changes. Additionally, the pdrn reported the constipation was ¿non-issue,¿ as the patient is non-compliant with her bowel medications on occasion. The pdrn stated the liberty select cycler replacement was requested as a precautionary measure due to the ¿patient line is blocked¿ alarm, however it was later discovered the cause of the alarm was a ¿closed clamp¿ (specifics not provided). The pdrn stated there is no allegation against any fresenius device(s), drug(s) or product(s) failing to perform as expected.